Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that paramedics were called three times in response to low blood glucose levels. Caller reported in one incident the customer lost consciousness and at another time, had a blood glucose level of 37 mg/dl. The caller stated that paramedics treated the customer with a glucagon shot and he was taken to the hospital, but not admitted. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.